Event description:
This is a report by a consumer with supplemental information by a nurse from the USA of ruptured appendix and peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer and nurse reported the following. On an unreported date, the patient experienced a ruptured appendix. Treatment and outcome of this event were not reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The treatment of the peritonitis was not reported. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy and was due to the ruptured appendix. The nurse did not provide an opinion of causality for the event of ruptured appendix.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11a14014, h10l15051 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.